Manufacturer narrative:
Other text: h10 device evaluation: one cadd solis vip pump was returned for investigation in good condition. A review of the event history log revealed the following: (B)(6) 2020 1:51:23 pm continuous rate began. (B)(6) 2020 1:51:31 pm system fault 41,622 occurred 1 0 0 3. (B)(6) 2020 1:51:31 pm power down." The pump was ran in user mode. The reported 41622 error code problem was duplicated. When an attempt was made to prime the pump, it alarmed and displayed error code 41622. This is a locked motor problem stemming from debris in the gears, a bad optical switch, or a seized motor. When opened, there was some debris that was in the gears. There was debris stuck in the gears preventing the motor from turning. The debris was cleared from the gears. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical pump was producing an error pertaining to motor time out. There were no reported adverse events.